Event description:
It was reported that the user received an ¿infusion set expired¿ alert after a supply change and believed the final step had been missed, indicating an incorrect procedure during the infusion set change; the agent guided the user to complete fill cannula, after which the process was completed successfully and blood glucose was not impacted, involving the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect method during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.